Event description:
The patient returned to the physician with wound dehiscence at the neck incision site, resulting in exposure of the stimulation lead. The patient was brought to the operating room, where the physician performed removal of the entire inspire system.

Event description:
Patient developed a scab at the neck incision site, which was nicked while shaving. Patient presented to the physician with the stimulation lead body exposed at the neck incision. Physician brought the patient into the or, tucked the stimulation lead body into place, and closed. Physician prescribed antibiotics after the procedure was completed.